Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient suddenly woke up wet yesterday. It was also reported that the patient¿s programmer was broken, not working at all. Two days ago, they couldn't get the programmer to power up. The patient stated that they went to the healthcare provider¿s office and they replaced the batteries; they did see a little bit of powdery residue which was wiped out and they properly positioned the batteries, however that did not resolve the issue. The patient was sent a replacement programmer. Additional information was received from a consumer on 2018-jun-19. When asked to clarify what symptoms they experienced (incontinence, sweating, etc.), the patient responded ¿yes, because device was broken¿. They received a new med device in the mail, ¿the part the you change up and down¿. It was noted that it was programmed by someone and ¿works perfect now¿. No further patient complications are anticipated or expected as a result of this event.